Event description:
The consumer was going in reverse when he allegedly saw and smelled smoke. No injury is alleged.

Manufacturer narrative:
Quote (B)(4) for an RMA has been given for the return of this device. This device is approximately 2 years old. Invacare provides a user manual for model tdxsr-cg, part number 1143190 rev g (1/09), with warnings, cautions and instructions that may have prevented the chair from smoking while in reverse. It is unknown if the consumer has fully read and understands the user manual. Page 2 - "warning - wheelchair users: do not service or operate this equipment without first reading and understanding (1) the owner's operator and maintenance manual and (2) the seating system's manual (if applicable). If you are unable to understand the warnings, cautions, and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise injury or damage may result." It is unknown what type of surface or slope the consumer was on. Also, it is unknown if the consumer or dealer checks for corrosion on parts. Page 8 - "warning the drive behavior initially experienced by the user may be different from other wheelchairs previously used. This power wheelchair has invacare's surestep technology, a feature that provides the wheelchair with optimum traction and stability when driving forward over transitions and thresholds of up to 3-inches. The following warnings apply specifically to the surestep feature: do not use on inclines greater than 9 degrees; do not use on inclines with wet, slippery, icy or oily surfaces. This may include certain painted or otherwise treated wood surfaces; do not traverse down ramps at high speed. Doing so will reduce traction and increase stopping distance; the end user's weight can materially affect traction on sloped surfaces. Great care should be taken when traversing such slopes. To determine and establish your particular safety limits, practice use of this product on various sloping surfaces in the presence of a qualified healthcare provider before attempting active use of this wheelchair. Other general warnings listed within this document also apply. Wheelchairs should be examined during maintenance for signs of corrosion (water exposure, incontinence, etc.). Electrical components damaged by corrosion should be replaced immediately. Wheelchairs that are used by incontinent users and/or are frequently exposed to water may require replacement of electrical components more frequently." It is unknown if the consumer has had the wheel chair in the rain or exposed to moisture. Also, it is unknown if the joystick is torn or cracked. Water ingress may cause the device to smoke. On page 18, the following information on rain testing is provided. "Invacare has tested its power wheelchairs in accordance with iso 7176 "rain test". This provides the end user or his/her attendant sufficient time to remove his/her power wheelchair from a rain storm and retain wheelchair operation. Do not leave power wheelchair in a rain storm of any kind. Do not use power wheelchair in a shower. Do not leave power wheelchair in a damp area for any length of time. Direct exposure to rain or dampness will cause the wheelchair to malfunction electrically and mechanically; may cause the wheelchair to prematurely rust or may damage the upholstery. Check to ensure that the battery covers are secured in place, joystick boot is not torn or cracked where water can enter and that all electrical connections are secure at all times. Do not use if the joystick boot is torn or cracked. If the joystick boot becomes torn or cracked, replace immediately."